Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 1/22/2019 resulted in defect found: no chemistry observed on returned test strips. Final root cause: rc- 003 other root cause: no chemistry due to washed strips. Test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76, 54, 75 and 52mg/dl. The expected fasting blood glucose test result range is 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 2/29/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6).